Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub detached from the biliary catheter. This occurred in two different procedures with two different patients with devices from unknown lots. It is unknown how long the complaint device was in place, but this patient required an additional catheter placement as a result of the product problem. There were no reports of any section of the device remaining inside the patient's body and the initial reporter noted that the patient did not experience any adverse effects as a result of this product problem.